Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the vale implant, the infold resulted in a procedural delay. Per the physician, the patient's fibrotic aortic valve or mechanical valve in the mitral position and consequent mitro-aortic junction may have been fibrotic which contributed to the valve infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012583303); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (lot: 0012612808); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, the valve was loaded into the delivery catheter system (dcs) and confirmed a good load via fluoroscopy. A pre-implant balloon dilation was performed using a 20mm semi-compliant balloon. The valve and dcs were inserted and deployed to 80%; however, an infold in the valve frame was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted. No patient complications have been reported as a result of this event.